Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Available images of the original procedure were reviewed and revealed that the patient had uneventful placement of a luna cage at the indicated level l3-l4. Based on imaging only since no returned implant was provided, there are no intra-operative factors that would explain implant migration. The luna implant appears to be properly positioned, is properly zipped, is fully seated and is properly locked. There is a minor amount of slack remaining in the lock wire, but that would not have contributed to this failure. Therefore, the root cause of this failure cannot be determined. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided.

Event description:
On (B)(6) 2017, the company was made aware that in a follow-up radiographic exam at 8 weeks post-op of a patient that had a fusion surgery where the luna implant was used, revealed that the luna 12mm lordotic implant had disassembled, with the middle migrating posteriorly into the spinal canal. Since the migration was causing the patient significant pain, revision surgery was scheduled. No additional information were provided at that time and the company is seeking additional information.